Event description:
A US distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as a rash under the leads. The patient also reported having diabetes where they get rashes frequently. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed Mometasone Furoate for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not Applicable.